Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer reverted to an alternate method of insulin therapy. It was also reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. It was further reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly the cartridge was re- loaded, and insulin delivery was resumed. There was no reported adverse effect to the customer's blood glucose level.